Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance anomaly. A new lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance anomaly. A new lead was successfully placed. No additional adverse patient effects were reported. Additional information received indicated that this implantable lead was repositioned multiple times and the helix stopped deploying.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on the direct observation of tissue entwined in the helix tip. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance anomaly. A new lead was successfully placed. No additional adverse patient effects were reported. Additional information received indicated that this implantable lead was repositioned multiple times and the helix stopped deploying.